Event description:
Additional information received reported the patient experienced ¿injuries¿ caused by a ¿defective¿ device system. No further information was provided including what the specific injuries consisted of. Should additional information be received, a supplemental report will be submitted.

Event description:
It was further reported, per the attorney, that the pump implanted caused the patient considerable harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated delivery failure, catheter failure, and battery failure had occurred. No event date was specified. The patient experienced failure of therapy. Explant surgery occurred on (B)(6) 2014. The indication for pump use was non-malignant pain and other non-malignant pain. No further complications were reported/anticipated.

Event description:
It was reported that the actual residual volume was greater than the expected residual volume; the reporter did not provide specific values for volumes. It was reported that at the last two refills, they got back the full amount of drug that was put into the pump initially. The length of time that this had been happening was unknown. There were no alarms or issues noted in the pump logs. They were planning to replace the pump on the date of this report. The device system was delivering clonidine and morphine. It was later reported that the cause of the volume discrepancies was unknown. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4). The previously reported conclusion code is no longer applicable to this event. Remains applicable.

Event description:
The attorney alleged that the patient had the pump implanted and ¿shortly thereafter had numerous pump problems.¿

Event description:
The patient experienced increased pain. The expected reservoir volume was 11ml and the actual reservoir volume was 16ml. The cause of the discrepancy was unknown. The pump was replaced on (B)(6) 2014. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. (B)(4).